Manufacturer narrative:
Evaluation summary. No sample was returned for evaluation. Product history record could not be reviewed because the reporter did not provide a lot number. All batches are released according to the required specifications. Because a sample was not returned and no lot number was provided, the root cause for the issue experienced by the customer could not be determined. No additional information is expected. (B)(4).

Event description:
A surgeon reported that a patient had a glaucoma attack 48 hours after a cataract surgery. A physician from the facility (not the surgeon) assumed that remaining viscoelastic in the anterior chamber could have caused the event. However, he didn't see the viscoelastic anymore so he was not sure. No additional information is expected. The surgeon should not be contacted and the physician is unknown.